Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The patient was also hospitalized for elevated potassium. The patient was treated with IV antibiotics for the events. The cause of the peritonitis was unknown. Pd therapy was discontinued and the patient was placed on hemodialysis. The patient was also scheduled to have their pd catheter removed. The patient was discharged from the hospital and recovering from the events. This is report 1 of 5 for this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12l20034 and h12k24012 and no exceptions were observed that were related to the reported condition.